Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 2 implanted mitraclips, clip delivery system. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under separate medwatch report.

Event description:
This is filed to report that the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was placed at central a2p2, reducing the mr to 3. A second clip delivery system (cds 80615u172) was advanced to the mitral valve; however, grasping the posterior mitral leaflet was difficult. In the physicians opinion that the difficulty grasping may have been due to less force on the end of xtr clip arms. The clip was then deployed on the lateral portion of a2p2. A third clip (80615u193) was placed in between the first two clips. An attempt was made to place a fourth clip (80713u110) between the clips; however, it became caught. After 40 minutes, the cds was freed, and retracted into the left atrium. It was noted that there was interaction between the clip being implanted and the implanted clip. The third implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The fourth clip was not implanted and the procedure was discontinued. Three clips were implanted, reducing the mr to 3. The patient was confirmed to be stable post procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product quality issue. All available information was investigated and the reported device damaged by another device appears to be due to user technique of unintentional curve/excessive torqueing. The reported single leaflet device attachment (slda) appears to be due to a combination of the challenging patient morphology/pathology (thin and morbid posterior mitral leaflet) and the reported device damaged by another device as the fourth clip interacted with the already implanted clip. There is no indication of product quality issue with respect to manufacture, design or labeling.